Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer went to the emergency last year when she was pregnant due to a low blood glucose level. The insulin pump had scratches on the screen surface. The customer experienced low blood glucose levels while sleeping and would wake up with blood glucose levels over 200 mg/dl. Sometimes her husband was unable to wake her up. She changed the battery every three to four weeks. The device was not returned.